Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient feels a "slight shock" when the "pacemaker kicks in." Patient reports that the "kicks have been getting stronger and more often" and also that there are "strong kicks when it (the device) is supposed to be resetting at the end of the day." Patient says they have been to the clinic and that the device was "reset" but that it has not changed. The device remains in use and no patient complications have been reported as a result of this event.